Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation concluded a 1.15" length of suture exited the sheath distal tip and the clear heat shrink tubing had been fully exposed, consistent with deployment. Functional testing of the deployment mechanism revealed no functional anomalies. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported event remains unknown. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
A 6f angio-seal vip was used to close an arteriotomy in the patient¿s right femoral artery. When the carrier tube cap was pulled back for the second click, the back of the device came apart and blood began coming out of the sheath. Manual compression was used to stop the bleeding. The device caps were clicked together again while pulling the sheath back. Tension was held on the suture. There was no bleeding and it was reported hemostasis had already been achieved. The patient returned to the ward and reported pain in the right leg and foot, which appeared white and ischemic. The patient underwent surgery to remove the device. The collagen was found partially in the vessel causing an occlusion. The patient was doing well post-procedure.